Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred.vascular access was obtained from the opposite side of the lesion. The 90% stenosed lesion was located in the calcified and moderately tortuous superficial femoral artery. A 3mm x 20mm x 144 cm coyote es was used for pre- dilatation of the lesion; however, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).